Event description:
On (B)(6) 2008, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a follow-up computed tomography scan showed that the pxc181400 had proximally migrated ~8-9 cm into the aneurysm sac, causing a right distal type I endoleak. It was reported, the migration was caused by the aorta remodeling and inadequate seal (amount unknown) obtained during the implant procedure. On (B)(6) 2013, an additional procedure was performed to treat the proximal migration and endoleak. It was reported, the physician was able to gain access into the pxc181400 and track it back into place in the iliac artery, and three additional devices were implanted for distal extension. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.